Manufacturer narrative:
Block a2: the patient was reported to be between 61-70 years old. Block b3: the event date was approximated based on the procedure date. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e2114 captures the reportable event of perforation.

Event description:
It was reported that a jinro pigtail nephrostomy catheter was used for urine drainage during a percutaneous nephrostomy procedure performed on (B)(6) 2024. During the procedure, the patient's urinary tract was perforated without resulting in a serious adverse event. No additional intervention or treatment was required, and the catheter was removed on (B)(6) 2024. Per physician's assessment, the event was not related to the device.